Event description:
It was reported that the pulse generator could not be paired to the merlin transmitter. The patient presented to clinic for device interrogation and radiofrequency communication could not be established. After a device product code download, radiofrequency telemetry was utilized successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.